Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient experienced feeling full and was "unable to breathe" during an unspecified process step. The patient was connected to the homechoice device at the time of the events. Renal therapy services (rts) assisted the patient to disconnect and requested the patient to get their manual supplies. The patient reported they did not have manual supplies, so rts requested the patient to call emergency services (911). Proper procedures per the user manual were discussed. The device was operational, and a swap was not necessary. There was no report of a medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.